Event description:
It was reported that while inserting the helical blade during a tfn procedure, the back end of the coupling screw broke off while being malleted. In order to remove the broken instrument, the surgeon may have placed the helical blade inserter over the coupling screw, and may have used vise grips or similar instrument to remove the coupling screw, and then used the helical blade extractor to remove the helical blade. The surgeon then used the other tfn set to complete the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used, and the correct hardness values were obtained. Only the shaft of the helical blade coupling screw was received. The knurled knob was not returned with the complaint. The product evaluation visual inspection revealed that the shaft was broken where the knob and shaft intersect. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).